Event description:
Event description cpi received information that during ep testing of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD exhibited a fault code after induction. The fault code was cleared, then the ICD induced ventricular tachycardia (vt), delivered one burst of anti-tachy pacing, but then did not redetect or deliver any more therapy, even though the patient was still in vt. The patient was externally rescued. Further troubleshooting found that the ICD recorded an episode with a commanded shock and a manually diverted shock, but none had been commanded during testing. The ICD was replaced.

Manufacturer narrative:
Event conclusion cpi analysis found that the ICD met specification. Cpi was not able to recreate the fault code 4 or the episode where a command shock and a manually diverted shock was delivered. It is suspected that the ICD did not deliver therapy following the one burst of atp therapy because the device was inadertently placed in the monitor only. The fact that the device was in monitor only is not recorded in the therapy history if the mode is changed once the device has detected an arrythmia and an event had been declared.